Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear and improper handling by the user. UDI: (B)(4).

Event description:
It was reported that prior to surgery, it was observed that the impactor device was broken and would not fire. During in-house engineering evaluation, it was determined that the device did not function. It was observed that the trigger would not depress at all, the trigger body assembly was crooked as if the trigger had been struck and body damaged, would not accept and lock the adapters, and there were leaks at the front can under the glam cap. The device also failed pretest for impactor operation assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.